Event description:
I had several auto immune disorders that started after getting mentor saline implants. At the age of (B)(6), my knees and hips were deteriorating. I was outpacing my mother's aging doctors had no idea that anything was wrong with me. I went to the emergency room in (B)(6) 2016, and was told I had another upper respiratory virus. I looked up my compromised immune system and symptoms and found that there are thousands of women like myself suffering from breast implant illness. There are dozens of reports documenting the dangers of breast implants and the FDA still feigns pretense that nothing is wrong. I paid thousands of dollars to remove the petri dishes from my chest and the ra symptoms stopped almost immediately. There is something very wrong with the regulatory agencies and the medical industry and it isn't only with breast implants. This issue is about to explode because thousands of women have pathology reports with terrifying results. There is a scandal in (B)(6) and implants are about to be banned. Pip was ignored in the us. These crimes against humanity will go down in history soon.